Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts provided guidance on performing a pump reset, and after completing the reset, the error did not reappear. The caller successfully started their sensor session.